Event description:
During surgery (laparoscopic tubal ligation), filshie clips failed to close and attach to fallopian tube. Ref# (B)(4), lot# 34784, exp date 2017-05. Total of four packs were opened before procedure was completed.